Event description:
It was reported, the patient never had a therapeutic effect. It was reported that impedances were greater than 4,000 ohms. It was reported that the physician was currently ¿explorating¿ the right side, and it was uncertain if the left side was going to be replaced. Further, an open circuit and impedance issues were reported. On electrodes c1, c2, 01, 02, 12, 13, and 23, impedances were greater than 4,000 ohms. It was not clear if the extension or lead was fractured. It was reported the patient was not getting the ¿effect¿ that he needed, but that some was getting through. No patient fall or trauma was reported. A longevity calculation was performed for the implantable neurostimulator (ins) with settings at 3.2 volts/150 pulse width/ 160 hertz. C+ 1-3- 737 ohms. The elective replacement indicator (eri) was 23.49 months, the ins battery voltage was 2.82 volts. It was reported that the bottom pong setscrew was loose. The physician tightened the setscrew, and all impedances were within normal limits as a result. It was noted that a longevity calculation was performed for the ins. Therapy impedance re-ran showed therapy 438 ohms 7.018 ma. It showed that at 440ohms for therapy impedance, the eri was 14.14 months and end of service (eos) was 17.14 months. Per the manufacturer device registry, it was noted that the patient¿s left sided device was explanted and replaced with a new device on (B)(6) 2013. Additional information was received reported that the cause of the loose setscrew was unknown and that the patient was feeling better.

Manufacturer narrative:
Product ID 37092 lot# 318250001, implanted: 2012 (B)(6); product type accessory product ID 37642, serial# (B)(4); product type programmer, patient product ID 7482a40, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 3387s-40 lot# v049849, implanted: 2007 (B)(6); product type lead product ID 7482a40, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 3387s-40 lot# v031488, implanted: 2007 (B)(6); product type lead product ID 7426, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6); product type implantable neurostimulator. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 37092, lot# 318250001, implanted: (B)(6) 2012, product type: accessory. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3387s-40, lot# v049849, implanted: (B)(6) 2007, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3387s-40, lot# v031488, implanted: (B)(6) 2007, product type: lead. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: implantable neurostimulator.

Event description:
Additional information received reported that the inferior contact of the right implantable neurostimulator (ins) was loose. The screws were tightened and intra-operative impedance was checked and the system was in good working order per the operative report.